Event description:
It was reported that this right atrial (ra) lead exhibited atrial under sensing due to dislodgement. Subsequently, this lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.